Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient¿s cgm was reading 50 mg/dl. No bg comparison was done at this time. The patient was not experiencing any symptoms. The patient self-treated by drinking soda and eating a candy bar, but at some point, lost consciousness and started seizing. The patient was found by her son, who called an ambulance. Once the paramedics arrived, the patient¿s bg via fingerstick was 20 mg/dl (after the patient self-treated with some food). The paramedics treated the patient with glucose gel and the patient recovered after the treatment. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.